Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm micl13.2, -8.5 diopter, implantable collamer lens, had a loading error. There was patient contact but not implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: h3. Device evaluation: lens was returned dry, in lens case, residue/debris on product. Visual inspection found haptic torn and lens covered in debris. Claim# (B)(4).